Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 1114 error code (barometer sensor range error). The device was reported to be outside of use at the time of the reported problem. The field service engineer (fse) confirmed the unit software version 3.10 and then calibrated the device. The device was left to vent for 2 hours. The fse pulled the logs after the two hour run and confirmed that there were no new error codes. The reported issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.